Event description:
It was reported that the patient felt stimulation in his leg when he turns the microwave on. The reporter had to disconnect the call, and no further information was received. Further follow-up was not possible due to insufficient identifiers.

Manufacturer narrative:
(B)(4).